Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jul2020.

Event description:
The customer reported dim display when unit is powered on. The customer adjusted the brightness settings and will only work for a few minutes. The remote manufacturer's service technician advised the customer version 1 user interface (ui) printed circuit board (pcb) is not available anymore. The remote manufacturer's service technician provided part identification for generation 2 ui assembly and emailed 2.30 software link as customer was not sure what software unit has was not with the unit. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2020 b4: 01oct2020 the customer reached out again to the remote manufacturer service technician and discussed the software and the differences in 2.30 and 2.10 software. The remote manufacturer service technician provided customer with software and the updated users manual. Provided customer with revision k service manual. Discussed the updating of software and the installation of the graphical user interface (gui) and discussed the communications cable and the v60 service tool kit. The customer confirmed the gui was installed and resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.